Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly the screen had a grey square that blocked graphics and text. Additionally, the customer was unable to start the sleep mode function of the pump. Although requested, the customer was unable to upload the pump data logs for review. Customer's blood glucose level was 282mg/dl. Customer reverted to manual injections for insulin therapy.